Event description:
It was reported that this inflatable penile prosthesis (ipp) presented inflation issues. After inspection, air in the device and a hole in the left cylinder was found. The device was explanted and replaced. No patient complications were reported.